Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of intimal dissection is listed in the xience prime long length (ll) everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. Additionally, the reported treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a moderately tortuous and mildly calcified de novo lesion in the mid ramus artery. A 3.0x33mm xience prime stent was deployed; however, a distal edge dissection was noted. A 3.0x15mm xience v stent was deployed to successfully treat the dissection. The patient is well. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.